Manufacturer narrative:
It was reported an alarm had kept occurring even after the customer had shut the unit down. Upon further information provided via good faith effort (gfe), it has been determined that the alarm that had occurred was for inadequate tidal volume. The customer inquired a third party to replace the gas delivery system (gds) to resolve the reported issue. The customer inquired a third party to replace the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction. The cause of the malfunction was due to a faulty gds. No information on troubleshooting or evaluation of the device provided as this issue was handled by a third party.

Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm had kept occurring even after the customer had shut the unit down. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported an alarm had kept occurring even after the customer had shut the unit down. This investigation is ongoing.